Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 the recipient was involved in an altercation, in which he received a hit to the implanted side. Since (B)(6) 2017 a piercing pain was experienced when wearing the processor. The recipient was re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. According to the received information, the recipient suffered from a trauma to the head in (B)(6) 2016; however the observed pain started in (B)(6) 2017, therefore a connection between the two events seems unlikely. Device investigation revealed a totally deformed reference electrode, likely due to difficult removal procedure, and in situ measurements showed an increased ground path impedance. Thus, the reported pain was probably caused by bone growth around the reference electrode. Investigation results go well in line with the description in the recipient report. This is a final report.

Event description:
In (B)(6) 2016 the recipient was involved in an altercation, in which the implanted side was hit. Since (B)(6) 2017 a piercing pain was experienced when wearing the processor. The recipient was re-implanted.